Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the buttons on the keypad were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission :11/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2016 with the following findings: the keypad cover was intact with no evidence of physical damage. The button functionality could not be tested due the pump powering on to a blank display screen. The keypad cover was removed and no defects were found to the button contacts. The pump casing was removed and there was evidence of moisture corrosion found inside the pump.